Event description:
It was reported that a ups (uninterruptible power supply) error lead to a loss of monitoring at the cic (central station). No adverse events were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.